Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device had high sleep current measurement due to corroded electronic assembly. The motor and force sensor had moisture damage. No critical pump error noted during testing. Device had corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. The customer did not troubleshoot. The device was replaced and customer will send the product back for analysis.